Event description:
A male customer who has a sever latex allergy reported that within seconds of opening the box containing a new model 390 attest auto-reader, he sensed that there was latex in the unit. He reported trouble breathing. He immediately took over-the-counter benadryl (diphenhydramine). He had an epinephrine pen but he did not use it. The entire episode lasted a couple of minutes with no lasting effects and resolved after taking benadryl. The customer plans to return the model 390 attest auto-reader to the manufacturer. It was determined that the pad on the base of the auto-reader contains dry natural rubber. This pad is used under the reader in order to provide a non-slip surface and to allow it to be stacked on top of another auto-reader. Company will be conducting a class ii voluntary recall for product failed to contain the following statement in accordance with cfr 801.437.

Manufacturer narrative:
This product contains dry natural rubber. Company intends to notify FDA (B)(4) field officer regarding their proposed action and to provide supporting documentation. (B)(4). The type of medical intervention did not support an acute systemic reaction and product does not contain natural rubber latex. Information on lot number and serial number was not provided. Without this information it is not possible to determine the manufacture date on the specific product involved in the reported event. Method - reviewing all labeling (including instructions for use, manuals, and packaging) for language related to reported device problems. Result - insufficient, inadequate, or incorrect information provided on a device's label or documentation regarding, eg, as the intended use, directions for sue, and characteristics of the device. Conclusion - device problems that occur as the result of problems with the labeling (including package inserts, instruction manuals, instructions for use).